Event description:
The customer reported that erroneous low progesterone results were generated on a unicel dxl800 access immunoassay system for three patients. Actual patient result data was not provided by the customer and hence the date of the event is inferred. The results were reported as being used for pregnancy monitoring. The initial, erroneous progesterone results were reported outside of the laboratory. The customer indicated that patient one's result did not match the patient's clinical. While there were no reports of death or serious injury, it is unknown as to whether there was a change to patient management. Upon repeat on the same instrument, the repeat results were higher and regarded as valid. No instrument/assay performance data or sample collection/handling information was provided by the customer.

Manufacturer narrative:
It is unknown as to whether service was dispatched for this event. A definitive root cause has not been determined to date.